Manufacturer narrative:
The reported event of failure to sense was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing found internal shorts between the conductors due to the over-torqued inner coil at the connector region. The cause of the reported event was isolated to the damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to sense and was no longer producing a signal on the pacing system analyzer. The lead was not used and replaced during procedure. The patient was stable.